Event description:
It was reported that the patient received inappropriate shocks due to high impedance. The lead was inactivated and will be scheduled for replacement. No further patient complications have been reported as a result of this event.

Event description:
Oversensing was also noted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).